Event description:
It was reported that in uti during removal of the guide wire from the patient's right subclavian vein, the guide wire broke and a piece remained in the patient. As a result, surgical and radiology intervention were necessary. Per the doctor, the piece of guide wire that remained in the patient was believed to have contributed to the patient sepsis which resulted in the patient's death.

Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation.